Event description:
The customer reported that there was a problem with the monitor screen. There was no reported pt involvement.

Manufacturer narrative:
Pr# (B)(4). A follow-up report will be submitted once the investigation is complete.